Manufacturer narrative:
There is a temporal relationship between the patient missing pd therapy on the liberty select cycler and the subsequent hospitalization for shortness of breath, fluid volume overload and congestive heart failure. There is no documentation to show a causal relationship between the adverse event and the liberty select cycler. Additionally, there is no allegation of a machine malfunction or deficiency against the liberty select cycler. The patient missing pd therapy and not taking antihypertensive medications for two days had a direct correlation to the fluid volume overload and uncontrolled hypertension which resulted in congestive heart failure with acute diastolic dysfunction. There is no indication of a serious injury, patient death, or other adverse event related to a fresenius product. A supplemental report will be submitted upon completion of the plant¿s investigation.

Event description:
During a follow up request for additional information regarding a hospitalization on (B)(6) 2018, the discharge summary for a hospitalization from (B)(6) 2018 was submitted. No further information was provided, no device malfunction was alleged. According to the discharge notes, the patient presented to the emergency room on (B)(6) 2018 with shortness of breath, orthopnea, paroxysmal nocturnal dyspnea (pnd), symptoms of congestive heart failure and hypertension after missing peritoneal dialysis treatments (number of treatments unknown) and not taking her antihypertensive medication (unspecified type) for two days. The patient is also known to have missed taking the antihypertensive medication in the past. The reasons for missing dialysis treatments and for not taking the antihypertensive medication are unknown. The patient was diagnosed with fluid overload and acute chronic diastolic congestive heart failure. The patient¿s troponin level was indeterminant (0.062) and a cardiolite stress test conducted was negative. The patient was treated with diuretics (type, dose, frequency and duration unknown), the medications including the antihypertensive medication were adjusted and peritoneal dialysis was restarted.

Manufacturer narrative:
Complaint source, medical records the alleged event is not confirmed. The device was not returned to the manufacturing plant for investigation. A serial number search in the complaint system found no complaint issues with the same symptom code within 90 days of the notified date of the alleged event. There were no deviations or non-conformances during the manufacturing process. In addition, the product history review confirmed the labeling, material, and process controls were within specification.